Manufacturer narrative:
One cardiomems patient electronic system (pes) was received for evaluation. Visual inspection identified no anomalies. Log review of the backend of merlin.net confirmed the report of difficulties sending readings. Although it was confirmed that the pes unit was unable to transmit reading in the back end using merlin, the transmission issue could not be reproduced or replicated during analysis. Pes unit was able to transmit reading successfully without any issue using the returned 4g gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient was hospitalized for heart failure on 4 separate occasions. The patient had been experiencing transmission difficulty with the patient electronic system prior to the hospitalization events. The healthcare provider reported that the cardiomems device contributed to the hospitalizations, due to the inability to monitor the patient pressures as readings were not sent. The patient presented with edema. An echocardiogram was performed. Additional information was requested, however the physician declined to provide. The patient electronic system was replaced.